Event description:
A surgeon reports dissatisfaction with pt outcomes. Info provided by the surgeon, indicates this pt received a bilateral lasik treatment. At 1 month post-op, this pt exhibited an undercorrection in the left eye. It is unclear if the surgeon feels this pt is harmed or injured, however, the surgeon has declined to provide any additional info. This report is for the left eye, the right eye is being reported under manufacturer report # 1061857-2009-00086.

Manufacturer narrative:
Determination of root cause: assessment: a surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this pt's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection could not be reviewed, because the surgeon declined to provide clinical records or any other pt specific info. The surgeon only provided limited pre and post-op manifest refractions and bcva in a spreadsheet format. At 1 month post-op, this pt exhibited a slight undercorrection in the left eye. At that time, the postoperative refractive state may not have stabilized therefore, providing an inaccurate measurement of the residual refractive error, as the usual period for healing and vision stabilization after refractive surgery is 1 to 3 months. References: regression and its mechanisms after lasik in moderate and high myopia, chayet et al, ophthalmology, vol 105:7, 1998. Aao.org, refractive laser sx: an indepth look at lasik, a science writers guide, 2008. Prk vs lasik for myopia, hersh et al, ophthalmology, vol 105:8, 1998. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the pt's outcome. However, the non-product related factors mentioned above may have been contributors.